Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was received already partly taken apart (front end was removed and disassembled). It was further determined that the pawls were damaged. It was determined that the issue with the device taken apart was consistent with an unauthorized repair being performed. It was further determined that the issue with the damaged pawls was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.